Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon requested aberrometer calculation assistance on a patient reported to have a bubble in the cornea during a cataract procedure. Aberrometer measurements were taken however, the aberrometer measured intraocular lens (iol) power at +19.0 t5, verses surgeon calculated +18.5 t3. Surgeon reported using a lens power of +19.0 t4 to split the difference. Patient is being monitored for possible iol exchange.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. There were no obvious errors noted during the measurement reading, however, there may be other surgical factors related to the patient condition that may have attributed to the reported issue. No previous medical history of the patient was provided. A review of service records indicates that no servicing was requested as a result of this reported event, and no service records generated for the same issue after the event occurred. Thus, based on the information provided for this investigation, there is no evidence of device nonconformity or malfunction. The root cause of the reported event cannot be determined conclusively based on the information provided. (B)(4).